Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture baker grade unknown, infection (unknown onset), inflammation/irritation, pain, anxiety-product/procedure, skin rash/dermatitis, pruritus, and edema.

Event description:
Patient representative reported left side chronic inflammation. Patient representative reported ¿infection, heat sensation, capsular contracture,¿ baker grade not specified, mental pain and suffering, chronic pain, pain prior to explant procedure, suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl, mental and emotional suffering, fear¿ apprehension, anguish and fear due to risk of further/increased risk of alcl¿, rashes, itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury¿ and ¿disability;¿ these events are not related to the device. Device was explanted.